Event description:
It was reported that a malfunction occurred on the pump, specifically with malfunction code malf 9. The issue's impact on the customer's blood glucose level is unknown, as they declined to provide this information. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised them to call back if the malfunction recurred. The customer acknowledged and understood these instructions, and they were able to continue using the pump.